Event description:
It was reported that the surgeon inserted the disc at a non-optimal angle. The disc detached from the inserter and was wedged in the disc space. The surgeon had difficulty attempting to reposition the implant so he decided to take it out. It was wedged in such a way that he had to wiggle it out, and when he finally got the disc loose from the cavity, it broke apart. A new implant was used and implanted with no issues. No patient complications are associated with this event.

Manufacturer narrative:
(B)(6). (B)(4). Visually confirmed significant damage to the implant during intraoperative implantation and explant. The implant has been comp letely disassembled into its component parts. The upper and lower retaining wire has been removed from the upper and lower shells, allowing the nucleus and sheath to be removed. The sheath has numerous cuts and tears and was partially returned in multiple pieces. Due to the damage and disassembly of the implant, the implant was returned in a state unsuitable for further investigation. Unable to definitively determine specific root cause of the foregoing event from the available information.